Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the lad exhibiting 90% stenosis, severe calcification and tortuosity. The device was prepped as per IFU prior to use. During the surgery, the lesion was pre-dilated with 80% stenosis remaining after the dilatation but the endeavor resolute device could not cross the lesion due to calcification. The physician dilated the lesion again and used a new device to complete the procedure. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: the stent was positioned between the marker bands as per specifications. The 5th and 6th proximal segments were deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: 80% stenosis, severe calcification and tortuosity. Stent deformation. Stent deformed. Conclusion: 80% stenosis, severe calcification and tortuosity. Stent deformation. (B)(4).